Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was seen during analysis. As received, a partial lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal from the suture tie impressions.